Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had elevated flows and powers upon device interrogation. A driveline tear was also reported, however no percutaneous lead conductor issues were seen in the log files. The tear appeared to be cosmetic only, and a rescue tape repair was suggested.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed unsustained elevated power and flow events. Review of the submitted images also confirmed damage to the silicone jacket layer of the driveline. A specific cause for the observed changes in pump parameters could not be conclusively determined through this evaluation. The submitted log file contained approximately 7 days of data and captured isolated, minor elevations in pump power and estimated flow on (B)(6) 2022. These pump parameters appeared to have returned to baseline after each elevation. The pump appeared to have operated as intended above the low speed limit and there were no other notable events captured. Although a specific cause for the damage on the silicone jacket of the driveline could not be conclusively determined through this evaluation, it would not have contributed to any electrical issues. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are both currently available. Section 1 of the IFU addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU (under ¿pump performance monitoring¿) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Both the IFU and patient handbook contain various sections regarding caring for the driveline and the recommended actions to take in the event of driveline damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.